Event description:
Follow up information received from the patient reported that the circumstances that led up to the difficulty charging and the ins tilting was that the device was sliding. As a step taken to resolve the issues, the patient was given sticky pads to use.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 399930, lot# v014147, implanted: (B)(6) 2006, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported having difficulty recharging where it was taking too long. Sometimes, the patient had 5-6 boxes while other times, they had none. The biggest issue was that they seemed to not be able to get past the 1/2 mark. They were seeing the thermometer screen and they couldn't continue charging until it cooled down. It was reported that the implantable neurostimulator (ins) was tilted in the pocket. They could also feel a lead coming out of the ins on one side. However, the ins didn't feel loose in the pocket site. It was reported that the patient does not charge when they sleep. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.